Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown m2a magnum acetabular component, unknown. Report source, literature: gaillard, e.b., gaillard, m.d., gross, t.p. (2017). Interventions for improving hip resurfacing outcomes in women: a high-volume, retrospective study. The journal of arthroplasty, 32(11), 3404-3411. Doi: 10.1016/j.arth.2017.06.003 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02712.

Event description:
It was reported in a journal article that patients underwent reoperation following hip resurfacing arthroplasty. One patient underwent reoperation due to late infection. Attempts have been made and additional information on the reported event is unavailable.